Manufacturer narrative:
Retain sample testing on the complainant strip lot has indicated an increased number of error 3 messages when these strips are used with freestyle freedom meters. This is a known issue with affected strip lot. This issue is associated with field correction 2954323-04/28/08-001-c reported in 2008.

Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.